Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which was confirmed by suboptimal electrical parameters, and on x-ray. A revision procedure was performed, and this lead was successfully repositioned. All parameters were stable. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which was confirmed by suboptimal electrical parameters (high capture thresholds), and on x-ray. This lead was successfully repositioned, with stable pacing parameters observed. No additional adverse patient effects were reported.